Event description:
Per the clinic, the patient experienced migration of the electrode array and absent nrt. Reprogramming attempts were made. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.